Event description:
It was reported that the lead exhibited high pacing impedance during implant. The lead was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of high impedance was not confirmed. It was found that the lead impedance was low due to the inner coil at crimp being over-torqued damaging inner insulation, causing short between the inner and outer coils. No anomalies were noted on lead body.